Event description:
It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter were used in the bide duct during endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2023. During the procedure, when examining with the spyglass device, the image was lost while rinsing. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.